Manufacturer narrative:
No product has been returned for investigation, nor were radiographs provided to confirm the event. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." "...if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." No product returned for investigation.

Event description:
On (B)(6) 2017, a patient underwent posterior cervical fusion at the c2-c7 levels. Post-surgery a deviation of the right screw was observed at c7 level. On (B)(6) 2017, a revision procedure took place to adjust the screw direction at the c7 level.